Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" and "solid, hypoechoic, oval nodule, with its longest axis parallel to the skin, well circumscribed, measuring 0.81 x 0.59 x 0.81 cm, located at 11 o'clock, 5 cm from the nipple" . This record is for the left side. The device remains implanted.